Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of the left knee secondary to pain and suspected loosening. Intraoperatively, the surgeon discovered a tremendous amount of white synovial tissue everywhere throughout the knee; multiple effusions; confirmed the tibial implant was loose at the cement to implant interface; severe medial tibia bone loss; soft tissue damage; minimal poly wear; and moderate bone loss on the femur. Doi: (B)(6) 2015; dor: (B)(6) 2015; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.